Event description:
Breast implant surgery and have been struggling with so many issues, for years now. Veritgo, anxiety, breathing problems, blurred vision, tinnitus; balance and coordination problems, headaches, hormonal imbalance, endocrine - both hyper and hypo thyroid as well as adrenal dysfunction, chronic fatigue.